Event description:
It was reported that while the insulin pump delivering a bolus it got stopped half way and the device alarmed motor error. The customer was prompted to rewind the insulin pump. The customer also stated that, one week prior to the phone call, they had been experiencing high blood glucose levels that were resolved by changing the infusion set. At the time of the phone call the customer's blood glucose was 8.8 mmol/l. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).